Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that this has been happening quite frequently. Customer agrees to return the pump. Customer's blood glucose was 192 mg/dl. Customer's blood glucose was not elevated. Customer stated that the alarm just occurred and it occurred during basal. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer reported normal resistance with plunger push and insulin exits freely. Customer assembled a new infusion set and reservoir. Customer stated that the pump did alarm no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and treat per health care provider's instructions.